Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, consistent with a failure to infuse, and the user¿s blood glucose was affected by an occlusion; the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the issue was consistent with a failure to infuse associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.